Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during meniscus repair, while using the fast-fix 360 curved, t1 fall off after implanting it. T2 was deployed through the meniscus, then all ts were removed from the patient. The procedure was completed with a competitor (j&j suture). No delay or patient injury was reported.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were returned with the device. The suture knot has been tightened down. The device shows no visible damage. A functional evaluation revealed the device functioned as expected. A review of the customer provided image reveals the anchors and suture have become detached from the device. The suture knot appears to be tightened. No visible damage to the device. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.